Event description:
It was reported by the aci vascular closure specialist that a female patient underwent an interventional coronary procedure on (B)(6) 2013. Access was obtained at the right common femoral artery. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the grip sealant was stuck to the wire upon removal of the device. Manual compression was held for 1 hour with no complications noted. The patient was hospitalized for reason unrelated to the mynx device / mynx procedure.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1329202) indicated that the device lot met all established performance criteria prior to shipment.